Event description:
Reporter stated that pt's device generated a mechanical error and now the device "will not do anything." Device piston rod appeared to be stuck and spining. Reporter stated that the pt's blood glucose was elevated due to mechanical error. During an attempt to bolus, the device registered the bolus electronically, but did not actually deliver it due to the stuck piston rod. An error code was not generated every time a programmed function was interrupted due to the stuck piston rod. Pt self-treated high blood glucose by delivering insulin injections.